Event description:
The customer reported to olympus that a gastrointestinal videoscope had unfunctional rinsing and blowing of the lens and loose water/air connector. During the inspection, the following reportable malfunction was identified: nozzle was clogged by a foreign. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the reportable issue found during evaluation.

Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. During the evaluation, the nozzle was found clogged with foreign material. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A definitive cause for the foreign material remaining in the device was attributed to the device not being reprocessed correctly. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf-170 series chapter 3 preparation and inspection¿ describes the methods for detection. Gif/cf-170 series chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.